Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of cautery pin detached.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2025. During the procedure and outside the patient, the electric welding metal joint fell off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a0501 captures the reportable event of cautery pin detached. H11: investigation analysis: the returned captivator ii snare was analyzed, and a visual evaluation as well as media review noted that the cautery pin was broken and detached. No other problems with the device were noted. The reported event of cautery pin detached was confirmed. Upon analysis, the returned device shows the cautery pin broken and detached. Boston scientific has initiated an investigation to further evaluate cautery pin detachment events to determine root cause of these events, as well as appropriate mitigation(s).

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2025. During the procedure and outside the patient, the electric welding metal joint fell off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.